Manufacturer narrative:
(B)(4). Neither device nor clinical study available to manufacturer.

Event description:
It was reported that during the procedure the tip broke because of patient's very hard bone. The fragments were retrieved from the body. No patient complications were reported as a result of this event.